Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 4.9 inr on the coaguchek xs system while a professional coaguchek xs plus system returned as 2.4 inr. During the same visit caller tested 5.9 inr on the coaguchek xs system while a professional coaguchek xs plus system returned as 2.4 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.